Event description:
After insertion of balloon the cardiologist noticed that the balloon did not appear to be inflating completely and upon attempt to remove the balloon the sheath was removed with it. Another balloon and sheath was inserted and the pt was transferred to another facility for bypass surgery.